Manufacturer narrative:
At this time, no components or additional information have been made available to millyard advanced medical products, llc for further evaluation.

Event description:
An initial event notification was received by united therapeutics drug safety on 11-may-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 12-may-2026. It was reported that on (B)(6) 2026, the patient performed a routine cassette change. The following morning, the patient received a premature cassette depleted alarm and subsequently switched to their backup remunity pump using a new cassette. Later that same day, the patient received another cassette depleted alarm. They exchanged the pump battery and reconnected the same cassette; however, the alarm returned approximately 45 minutes later. Replacement pumps were not issued to the patient at the time of this event. On (B)(6) 2026 the patient reported that they continued to receive premature cassette depleted alarms while using both remunity pumps (serial numbers (B)(6) with new self-filled cassettes. Despite this, the patient confirmed they were able to continue their infusion on one of their pumps at the time the event was reported. Reportable information was received on 19-may-2026 by accredo specialty pharmacy, indicating that the patient experienced an interruption in therapy due to the recurring alarms. The patient presented to the emergency room as they had been without remodulin for over 4 hours and was admitted to the hospital on (B)(6) 2026. Replacement systems were sent by the specialty pharmacy and the patient resumed remodulin therapy on the remunity device. The patient was ultimately discharged on (B)(6) 2026.